Event description:
It was reported that the product hasn't been opened, but the package label says one thing and there's a different product inside. On outside packaging: inner diameter 4.0; outer diameter 6.0; length 41 millimeter. On inside packaging: inner diameter 4.5; outer diameter 6.7; length 48 millimeter.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. One (1) sample was received inside its closed original tray. Sample was in new condition. Visual inspection was performed at 12 under normal lighting. During the visual inspection, it was seen that part number from the labelling and the part number of the sample inside the tray. The unit was reviewed and it was seen that the obturator does not protrudes beyond the distal tip of the unit. Then the obturator was reviewed and it was observed that the model and the obturator size was 4.0 millimeter. Therefore, the obturator was correct for the part number the labelling. However the obturator and the packaging are not correct for the unit inside the tray. All the inspections and verifications were performed by the production personnel and verified by the quality inspectors. Before to packaging, production personnel performs a final inspection in order to verify that product and components are the correct size and configuration. They check this against the bill of materials. Quality inspectors takes a representative sample of the lot and measures the obturator curvature, alignment and protrusion. The root cause of the reported issue was found to be production personnel did not verify before assembly that the obturator ID and mode coincides with the printing of the neckstrap. The following actions were completed. Updated procedures 103 to specify that only one operator will be performing the obturator assembly, the operator must verify the following: before to assembly the obturator, verify that the ID and model coincides with the printing of the neckstrap. Verify that obturator protrudes past the distal tip of the device. As a preventive action production personnel was notified by area trainer as awareness of the defect reported by the customer.